Event description:
Additional information received reported there was no cause determined with the event only that it occurred when the stimulation is initially turned on. No further troubleshooting or interventions were planned. The patient was noted to be fine and will only use the stimulation sparingly with the hope that the issue will resolve. They will also be discussing the issue with their health care provider (hcp).

Event description:
It was reported that patient has been feeling a shocking/jolting sensation in their spine above the incision site. The problem began in (B)(6) and has progressively gotten worse. The patient shuts their stimulation off at night and when they turn it on in the morning they feel the jolting and pain for about an hour and then they will get pain relief. As a result, the patient has not been using the stimulation for the past week. On the day of the call the patient was with the manufacturer representative to attempt reprogramming. An impedance check was performed and was within normal range with group z at 775 ohms. The manufacturer representative then tried programming the same area of the lead that had been used in the past and when the electrodes at the top of the lead were activated the patient was not getting shocking. The manufacturer representative then proceeded to activate adaptive stimulation (as). The patient was having pain in other positions until they got on their right side, then the shocking pain returned. They made a second group and tried other programming which again seemed to resolve but when the patient moved to the upright position they felt the shocking again. The manufacturer representative then tried starting at a lower voltage and increasing it, but as it was increased the patient would again feel the shocking and they would not feel the stimulation coverage in their feet. There were no falls or trauma reported and lead migration was not suspected. The manufacturer representative lastly noted that the patient had scar tissue in the area near the pain but it was not new scar tissue. No interventions or outcome were provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).